Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, due to scarring and reduced range of motion, dr o brought pt to the operating room to release tissues and remove scarring. He then replaced the removed insert with the one listed above.